Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for high blower temperature had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that an alarm for high blower temperature had occurred. The biomed and remote service engineer (rse) discussed the alarm and reviewed the suggested repairs per manual. The customer then informed the rse that they had not looked at the inlet filter but stated that the cooling fan filter was very dirty. This investigation is ongoing.